Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blank display and damage on the insulin pump. The customer's blood glucose value was unknown. The customer reported damage to the opening of the battery compartment. The customer stated that the battery cap was not able to securely stay closed causing the pump to turn off on its own sometimes when customer is asleep. The customer stated that the display went blank. The customer declined to troubleshoot. The product was not returned for analysis.